Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable pressure shunt due to hydrocephalus on (B)(6) 2019. In (B)(6) 2020, the patient underwent rehabilitation treatment in a hospital. On (B)(6) 2020, the patient suffered distending pain in the head. The patient's family contacted the surgeon, and the surgeon advised that the patient have their pressure adjusted. The patient was currently being hospitalized, and their pressure adjustment was scheduled for (B)(6) 2020.